Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer has encountered high blood glucose. The customer's blood glucose was 400mg/dl, treated with manual injection. Customer also mentioned they had issues with the adhesive. The customer was advised to monitor the device and call us back if he continued having issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6). Initial notes: customer called in and stated that he was having issues with the adhesive and it not being shaped properly. He stated that it * was the only one in the box and that he would be able to send it back. Inquired what led up to the complaint. Customer response: he stated that during on insertion he noticed... See "additional information".